Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high and fluctuating. The customer had a high blood glucose of 435 mg/dl, and it was back down to 380 mg/dl at the time of the call. The customer experienced nausea. The customer declined to seek medical attention and wished to troubleshoot. She stated that the drive support disk appeared normal and recessed. The customer confirmed that the time and date, bolus wizard, and basal settings were correct. The bolus history correctly displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer reported no air bubbles but stated that the tubing looked bent and discolored, possibly from the IV prep. The customer was advised to call if the issue continued.